Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and was unable to verify the reported issue. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device experienced an unexpected shutdown during patient evaluation. In this state, the need for therapy could not be determined, if it were needed. There was no report of patient harm associated with the reported event.

Event description:
The customer contacted physio control to report that their device experienced an unexpected shutdown during patient evaluation. In this state, the need for therapy could not be determined, if it were needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customers device and was unable to duplicate the reported issue. After completing unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.